Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl. Customer stated that the blood glucose value at the call time was 30mg/dl. Another glucose value was 200mg/dl. Customer stated that they received pump error alarm. Customer stated that they able to clear alarm but they did not received rewind request. Customer stated that they performed self test and they passed self test. The insulin pump will not be returned for analysis.